Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This was found through x ray imaging. The lead also exhibited loss of capture. The patient underwent surgical intervention to replace the device. During the revision the physician noted that the sleeve was not fixed. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis since it was discarded.